Event description:
The service and repair department documented that the customer placed a stryker cable in the cable tensioner and it got stuck. When the cable was removed the cable tensioner broke. It was noted that this happen in a surgery; however, not certain of the facts because sales consultant was not at the facility. Update: 12/2/16: sales consultant indicates that the cable tensioner did not break; however the 2.0 stryker cable did. Update 12/8/16: sales consultant indicates he received this information second hand and that the staff at the hospital indicates that they had used a stryker 2.0 cable through the depuy synthes cable tensioner and it got stuck. They were unable to get it out so they cut the cable. Upon further investigation, it was said that the customer had used the two tensioners to tension 8 stryker 2.0 cables. Both tensioners are in question regarding safety of use. There is no additional patient or procedural information available. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).